Event description:
Edwards has learned of a failing 27mm aortic pericardial valve, implanted for approximately three (3) years. The patient was approximately (B)(6) at the initial implant of this device and the valve is now showing signs of severe aortic stenosis. Additional information was provided regarding the replacement procedure by the clinical specialist attending on (B)(6) 2014 ¿ (B)(6) male with a failing 27mm aortic pericardial valve. Procedure performed under ga. Pre-op CT revealed an area of 444mm2. The rfa was accessed via the preclose technique x2 proglides and serial dilatation performed, the 18fr e-sheath placed w/o incident. Bav was not performed. A 26mm sapien xt via nf+, was prepared, and advanced and deployed 3mm ventricular to the sewing ring with zero pvl and zero central as appreciated via tee and angio. The delivery system was removed. The e-sheath was removed w/o incident and the rfa was closed via the indwelling proglides. Ilio-fem runoff angio was performed and brisk flow noted. The patient was transferred to the unit in stable condition. The patient status is reported as hospitalized (stable). The patient also has a 30mm ce ring in the mitral position.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return because it remains implanted after a valve-in-valve procedure. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Pre-operative testing indicated this device showed mild calcification. Since the device was not available for return and evaluation, we are unable to confirm the clinical comments. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, gender and age may have been contributing factors to early calcification of the device.